Event description:
When the instrument started rinsing the photoactivation module, customer received alarm #8. She looked in the photoactivation chamber and the module was broken and there was blood leaking throughout the chamber. Customer said the photo module was intact with no cracks or scratches during kit installation and she received no alarms during the treatment. Remaining lamp life hours 94:46, so the lights have not recently been changed. Patient was disconnected and alarm could not be reset. Treatment was aborted and the patient is ok. No blood was returned to the patient. Service order (B)(4) was dispatched to service instrument. No product was returned for investigation.

Manufacturer narrative:
Batch record review of lot b349 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for any lot. Service order (B)(4) completed: service engineer cleaned the bezel and door. Light box leak detector, and the lamps, powered up the cellex after the clean up and received "ready to prime." Did the system checkout; adjusted pressure transducers, load cells, calibrated the hematocrit sensor, and adjusted the pumps. The assessment is based on information available at the time of the investigation. No product was returned by the customer; therefore, the root cause for the leak cannot be determined based solely on the information provided by the customer.